Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the pump was dropped against a hard surface. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.